Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dbc system. During an interventional procedure, the system had sporadic boot issues. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. A detailed root cause could not be determined as the original state (error situation) on site has been changed. The investigation showed a problem with the pc "bildsystem-rechner" (bsr). Intermittently, the realtime-pc (rtpc) failed after startup. In general, when the imaging system is not available, the system enters "bypass fluoro mode". This is a specified security function of the system to keep it running until a controlled shut down. After this, the normal system functionality was restored by manual shutdown and reboot (hard power off/on) by operator. The rtpc, cable and the host-pc have been exchanged on site by the local service organization. No further errors have been reported, therefore, no further corrective action is planned at this time.